Event description:
Plunger bit snapped clean off and was also stuck up there - vagina [foreign body in reproductive tract] , vagina uncomfortable [vulvovaginal discomfort] , went to insert the tampon, plastic applicator seems much thinner and flimsier than your other absorbancies of the same product [device physical property issue] , plunger bit snapped clean off, falls apart during use - tampon [device breakage] , went to insert the tampon, plunger bit snapped clean off and was also stuck up there [complication of device removal] . Case narrative: consumer reported via email that the tampon plunger snapped off and tampon falls apart during use. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Plunger bit snapped clean off and was also stuck up there. Vagina [foreign body in reproductive tract]. Vagina uncomfortable [vulvovaginal discomfort]. Went to insert the tampon, plastic applicator seems much thinner and flimsier than your other absorbancies of the same product [device physical property issue]. Plunger bit snapped clean off, falls apart during use - tampon [device breakage]. Went to insert the tampon, plunger bit snapped clean off and was also stuck up there [complication of device removal]. Case narrative: consumer reported via email that the tampon plunger snapped off and tampon falls apart during use. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.